Manufacturer narrative:
Results: the returned catrx was fractured at approximately 32.0 cm from the hub. The guidewire lumen was undamaged. Conclusions: evaluation of the returned catrx confirmed a fracture at its proximal shaft. If the catrx is mishandled during use, damage such as a kink may occur. Further manipulation of the kinked device may result into a fracture. No other device associated with the complaint were returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right coronary artery (rca) using an indigo system catrx aspiration catheter (catrx) and non-penumbra sheath. During the procedure, the physician completed one pass using the catrx to aspirate the clot. While advancing the catrx to make another pass, the physician noticed the catrx to be broken. Therefore, the catrx was removed. Subsequently, upon removal, the catrx broke into two pieces at the polymer to metal transition zone. The procedure was completed by stenting the vessel. There was no report of an adverse effect to the patient.